Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a primary spine posterior lumbar fusion (8-12 levels) surgical procedure on a scoliosis patient, it was observed that the cutting tip of the cutter device broke off. According to the reporter, the tip of the burr device came in contact with a metal. The reporter stated that all of the fragments were suctioned out of the surgical site by a "frazier." There were no delays to the surgical procedure as the nurse opened a spare device from the sterile packaging and connected it to the drill device. It was reported that the facility filed an incident report. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device tip was broken. Therefore, the reported condition was confirmed. It was determined that the type of damaged was consistent with the device coming in contact with a hard object. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.